Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. In the absence of a reported cause of the patient¿s peritonitis and no documented product investigation of the liberty select cycler, liberty cycler set, the source of the infection cannot be determined at this time. However, the involved infectious pathogen is part of the normal flora of the human gastrointestinal tract and genitourinary tract. This presents evidence of a possible cross-contamination though contact by the patient as this is the most prevalent cause of infection. Despite these facts, the liberty select cycler and the liberty cycler set cannot be excluded as possible sources of peritonitis. Based on the available information, there is no objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this (B)(6) year old male pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s). Upon further follow up with the patient and the patient¿s pdrn, it was reported this patient presented to the hospital on (B)(6) 2021 with symptoms of abdominal pain and was admitted the same day. Peritoneal effluent fluid cultures taken on (B)(6) 2021 presented with citrobacter freundii and an elevated white blood cell (wbc) count (exact amount unknown). The patient was diagnosed with peritonitis due to unknown causes. It was reported approximately three days prior to the patient¿s symptoms of abdominal pain (exact date unknown). The patient was prescribed intraperitoneal (ip) ceftazidime at 2000 mg every day for three weeks and ip vancomycin at 750 mg every five days for three weeks. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) during this admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It could not be confirmed whether the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s) as the root cause was not determined by the hospital or outpatient clinic. The patient is recovering from this event and continues ccpd therapy on the same liberty select cycler at home post-discharge.